Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead alerted for pacing lead impedance out of range. Programming changes were made. The patient was fine before and after the intervention.